Event description:
It was reported that the patient was admitted with frequent syncopal episodes. Interrogation of the device noted estimated longevity of four months. Approximately two weeks later, the device was interrogated again and estimated longevity was now two months. The device was removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found. The actual device was received for evaluation. We did receive performance data collected from the device, have analyzed the data and no anomalies were found.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.